Event description:
The reported called and alleged a discrepant result when compared to a lab. The reported device result was >8 inr. The corresponding lab result reported was 3.34 inr. The pt was given a vitamin k shot and told to come back the next day. The next day her inr was 2.3.

Manufacturer narrative:
The pt was also tested on device 2032074 with a result of >8 inr. The reporter did not want a replacement product because she felt this was not meter related because the result was the same on both meters.